Event description:
Description of event according to initial reporter: celect inferior vena cava filter (ivcf) in left sided (inferior vena cava) ivc found to be multiply fractured, with half of one leg embedded in spine and half of one arm retained locally in thrombosed ivc. Removed filter but not fragments. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.